Event description:
The patient's nurse reported obtaining back-to-back blood glucose results, of 139 mg/dl on the professional meter and 331 mg/dl on the advantage test system. The nurse did not modify the patient's therapy based on these results. No pt injury was reported and no treatment was received. The discrepant results were obtained in the hospital. Quality control testing had not been performed on the advantage system. Technical support requested the return of the suspect product and replacement product was shipped.